Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device etching was worn and illegible, had component and cosmetic damage, failed leak tightness test, the housing was bent and the mechanics had seized. It was further determined that the moving parts of the device did not move smoothly, the device would not run, and the trigger was sticky. It was further determined that the device failed pretest for check function of device, check wear on housing, check fitting of the lid, check roundness of housing, check for sticky triggers, check for mechanical free moving, leakage test using bubble emission technique, marking and labeling and general condition. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.